Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that they had called a manufacturer representative (rep) three times and had not received a call back yet. They stated that the rep told them the patient would only have to charge once every two weeks. They stated that their wife was having to charge twice a week. Troubleshooting could not be done due to a lack of access to the product. No symptoms were mentioned. The issue has been occurring since implant on (B)(6) 2018. An email was sent out to local reps in the area who responded an indicated they reached out to the patient. No further complications were reported/anticipated.